Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device¿s operation, functionality or longevity. During analysis this device failed initial testing. Additional information states that this device was removed due to normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri). The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.